Manufacturer narrative:
The concerned device was requested for investigation, but not yet received. The investigation results will be reported in the follow up report.

Event description:
It was reported that: the intra cranial pressure (icp) was monitored with dual hemo pod. The icp reading and curve displayed by iacs, was shifted (more hight than the reality). The doctor, before injecting drugs to lower the pressure, has watched the icp number displayed by another monitor and realized that the icp values were different. Consequently no wrong drug was applied. It was assumed that the dual hemo pod resulted in wrong readings.